Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed the pump supplies and continued to use current pump for insulin delivery.